Manufacturer narrative:
The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. Through extensive investigation on esheath/esheath+ distal tip reported complaints with evidence of radial tip tearing, the root cause has been determined to be attributed to inherent variability in tip scoring/expansion, patient factors, and/or procedural factors. There are no confirmed manufacturing nonconformances identified. Radial tip tears have also been shown to potentially lead to secondary complications/failures. The complaints for sheath distal tip torn was confirmed based on the evaluation of the returned device. Available information suggests that variability in tip expansion likely contributed to the event. This reported event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Some calcification was seen in the 3mensio imagery provided and scratches on the tip are indicative of the interaction with native calcification, it is unknown if patient factors contributed to the event as 'mild vessel calcification' was reported. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 26mm sapien 3 ultra valve in the aortic position, the valve stuck in sheath unable to advance out of the sheath. The valve was prepped in a normal fashion. Once inserted into the sheath was able to push with light force as normal but once valve got to end of the sheath was unable to advance out. Various ways were attempted to exit the sheath, the, physician eventually deemed to start over to not risk damaging the patient or valve/delivery system. Upon follow up the fcs advised that the esheath was inserted at a non-steep angle with access achieved on the right side. The delivery system exited the tip of the sheath , but the valve did not. The system was removed as a single unit, and the procedure was restarted with new equipment. The patient was stable and discharged the next day. The perceived root cause of the event was a possible kink in the sheath. The 3mensio report indicated mild to minimal tortuosity, mild vessel calcification, and a minimum luminal diameter of 8.8mm at the smallest area. The 3mensio report was also received. No ew devices were damaged during the procedure. After the procedure, on the back table they pushed the valve through the sheath and the sheath tore. Pre-deco investigation findings by engineering indicated that the distal tip was torn on the esheath.